Event description:
The physician was attempting to cross a total occlusion in the left anterior descending artery with the frontrunner x39. After several actuations, he injected contrast and noticed staining. The physician stopped the procedure and reversed the heparin. The physician did a negative echo and there was no tamponade. The patient was brought back to the cath lab and the cto was successfully crossed with a wire by following the dissection created by the frontrunner the previous day.

Manufacturer narrative:
The intended procedure was an intervention of the chronic total occlusion (cto) in the left anterior descending artery (lad). The physician was attempting to cross the cto with the frontrunner catheter (fr). After several actuations, he injected contrast and noticed staining. The procedure was aborted and the heparin was reversed. No additional patient, lesion/vessel or procedural information was provided. The product was not returned for analysis. A lot history review could not be performed, as the lot number was not provided. In this case there is not enough information to draw a conclusion between the device and the reported event.